Event description:
Received half dose of the medication as the medication was not coming out [incorrect dose administered] medication is not coming out of prefilled syringe [product delivery mechanism issue]. Case narrative: this initial spontaneous report concerns of product complaints incorrect dose administered and product delivery mechanism issue in a 67-year-old female patient (race not reported) from the united states. The patient age at the time of events experienced was 67 years. On 26-may-2026 amneal pharmaceuticals received information from nurse via telephonic call concerning the above-mentioned product complaints regarding amneal¿s risperidone for extended-release injectable suspension. On an unknown date, patient started taking risperidone for extended-release injectable suspension (dose, frequency and therapy dated not reported) for an unknown indication via an unknown route. On an unknown date in 2026. The patient was being treated with risperidone for extended-release injectable suspension 37.5 milligram (ndc: 70121-2627-5, lot no: ap260073, serial no: (B)(6), expiration date: 31-dec-2027) (dose, frequency and therapy dated not reported) for an unknown indication via an unknown route. Co-suspect, concurrent conditions, concomitant medications, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that, on an unknown date of 2026, the patient received a sealed medication box from pharmacy and on 22-may-2026 while injecting, the patient observed that the medication was not coming out of the prefilled syringe and the patient received half dose of the medication as the medication was not coming out, and it was reported that the patient tried to inject the medication multiple times but was unable to inject the medication completely, and further reported that the patient did not experience any side effects due to the half dose and also confirmed that the patient did not receive the remaining half dose. The patient further confirmed that one attempt was made, but the medication got stuck in the syringe and was not coming out and confirmed that no alternative product was administered. Last action taken with risperidone in relation to incorrect dose administered and product delivery mechanism issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events incorrect dose administered and product delivery mechanism issue was unknown. The reporter did not provide the causality of events incorrect dose administered and product delivery mechanism issue with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.